Manufacturer narrative:
E1: telephone extension (B)(6). The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that there was leakage on the cassette. There was no other physical damage noted. The event was noted during infusion of unknown solution. The set was replaced and therapy resumed. There was patient involvement and no patient harm.

Manufacturer narrative:
The following items were returned by the customer for complaint investigation: one used list #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #13605451. One used list #unknown, bag spike adapter with spiros; lot #unknown. The customer also provided a photo showing the set in a bag. No damages or anomalies were noted on the photo. The used 14687-15 primary plum set was inspected by engineering. The area of the cassette around the flow regulator was raised. The set was leak tested per product specifications. There was leakage from the weld near the flow regulator of the cassette. The reported complaint of leakage was confirmed. The event related to ¿leakage on cassette¿ was further analyzed by a team at the manufacturing facility. This assessment determined the following conclusion: 1- cassette warpage: since the measure of warpage exceeded 0.005 inches, the warpage/deformation was not caused during the manufacturing process, rather it was caused by exposure to excessive heat during transportation. The manufacturing process was ruled out since the production floor has controlled temperature conditions. This deformation can lead to a leak in the weld of the cassette. A batch record review was performed to the final job number 13605451, list number 14687-15. It was manufactured between 06/26/2023 to 07/18/2023 and the visual and physical evaluation performed by manufacturing quality (mq) indicates that the product met the specification requirements, and no similar defects were found. This complaint was confirmed, and the probable cause of the leak is due to warpage by exposure to excessive heat during transportation. D9 - date returned to mfg: 18dec2023.